Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-01527. It was reported that the ipg would not communicate with the patient programmer or charging system. An x-ray showed the ipg had turned sideways. The ipg was replaced on (B)(6) 2011. Stimulation was re-captured after the procedure. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.